Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient controller came up with a message on the screen saying ¿settings not available, cannot provide your desired settings. Call your clinician.¿ it was stated this was isolated to program 2 which had settings of 1-, 3+. It was noted program 1 was 0-, 3+ and program 3 was 2-, 0+. Reportedly, upon reprogramming it was apparent that electrode 1 was unavailable. It was stated there wasn¿t a way to test the electrode until the implantable neurostimulator (ins) was going to be placed on (B)(6) 2014. It was noted the connection at the external neurostimulator (ens) was checked and all batteries were sound. Reportedly, there were no reports of misuse or damage. It was stated the externalized items remained connected and program 1 and 3 were still offering therapy. It was reported there was no patient injury. It was later reported the patient was receiving therapy without the use of electrode 1. It was stated the patient was due for implantation of their permanent device (B)(6) 2014. Additional information stated the patient had presented with an infection on (B)(6) 2014 and all components of the device were going to be removed because they were infected. A day later, it was reported the patient¿s lead had been removed and the lead to percutaneous extension connection was full of fluid. It was stated the patient was still receiving therapy despite this. It was noted the patient was on antibiotics for the infection.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was recovering well. The infection wound was left open as the infection was determined to be staphylococcus. The wound was stated to be almost closed over to date. The healthcare provider (hcp) thought the wound would be healed in 6 weeks or so.

Manufacturer narrative:
Concomitant products: product ID: 357664, lot# n423521, product type: screening device. Product ID: 388928, lot# 0208047333, implanted: (B)(6) 2014, product type: lead. (B)(4).